Manufacturer narrative:
This report was not associated with a human patient. The involved device was not returned for eval, which limits the failure investigation. Attempted follow-up communications with the reporter were not successful. The contact info was for her place of work and her supervisor reported that she is on extended leave of absence. Therefore, no additional info could be obtained. Retained samples were inspected and tested for ink adherence. The samples were confirmed to meet specs for appearance and performance. A review of the device history record did not indicate any production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. In addition, there have been no reports of any injury related to light, faded or smudged scale markings for this product code. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The scale markings on several insulin syringes were noted to have "lighter or faded markings" and "2 were noted to have thick black smudged lines below the 5 unit mark." The syringes are reportedly used for a diabetic feline, but they are not labeled for animal use only. Attempted follow-up communications with the reporter were not successful and no additional info could be obtained.